Event description:
My mother was admitted to the (B)(6) medical college hospital on (B)(6) 2022. She had a fractured left femur with hip involvement and an artificial knee replacement. Surgery was performed with a zimmer periarticular femur locking plate and associated screws. The catalog number is 02.03260.113. She progressed in a nursing facility with limited physical therapy. It was a long recovery, progress and was monitored by the medical center doctors. She was finally released in early (B)(6). She continued therapy at home with an insurance co. Therapist. On (B)(6) 2022 while standing in her living room assisted by a walker she felt her leg break. Rescue was called and she was taken to (B)(6). Emergency surgery was performed by the orthopedic staff. They opened her leg back up for the repair and removed the broken plate and hardware. This time the repair was done by inserting a rod into the femur. She was in for another long recovery period in a nursing facility and eventually at home. This has been a life threatening incident and recovery for my mother. I have all records from both surgeries which prove my claims. Is there any chance of a monetary recovery for mom's expenses and suffering? I have reported the incident to the zimmer corp. Thank you, I look forward to hearing from you. (B)(6) page after page of testing.